Event description:
Additional information received indicated insulation damage was confirmed on the right ventricular (rv) lead. Further information was requested but is not available.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but is not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The event was resolved by replacing the rv lead. The patient was in stable condition.